Event description:
It was reported the pt underwent successful stent-assisted percutaneous transluminal angioplasty of a high-grade internal carotid artery (ica) terminus stenosis. The pt then returned to the hospital four days post procedure complaining of left-sided arm weakness. Pt underwent cerebral angiogram and successful thrombolytic therapy for clot identified at the distal end of the previously placed stent. The pt was later discharged after a three day hospitalization. Pt was completely asymptomatic with no neurologic sequelae from this event.

Manufacturer narrative:
(Other): in-stent thrombosis. Conclusion (other): anticipated procedural complication. A device history record (DHR) review was performed and confirmed that this device met all material, assembly and performance specifications. The device was not returned for analysis as it remains implanted. There is no indication from the investigation or info provided that the report event was related to device malfunction, non-conformance, or misuse. The reported event is noted within the directions for use as a potential complication associated with such procedures. Therefore, it was determined that the most probable cause was anticipated procedural complication.